Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be implanted in approximately three months.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the spectra penile prosthesis (spp) device is going to be revised on a future date due to unspecified reasons.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new device will be implanted in approximately three months.

Manufacturer narrative:
Device evaluation: the spectra cylinders were visually and functionally tested; no damage was found. Both cylinders were functionally tested and passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Product analysis was unable to confirm the reported events. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.